Event description:
Philips received a complaint on the als (m3535a - heartstart mrx monitor/defib) indicating that there is no alternative current (ac) indication. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite by philips field service, the battery was not charging and there was no ac indication. The device was referenced and cross-checked with a known working ac module, the ac module is confirmed to be faulty. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol) and end of service (eos). No repairs were performed by philips. The customer was advised the device reached the end-of-life (eol) and end-of-support (eos) statuses, and cannot be repaired. The device and faulty ac module remains at the customer site. No further action is warranted at this time.